Event description:
A malfunction on the pump was reported by the caller, who indicated no notable events occurred prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The pump, which was under warranty, could not reset the malfunction code, so technical support decided to replace it. The customer would use a multiple daily injection as a backup therapy and was advised they would receive a replacement pump with updated software. Technical support provided necessary instructions regarding storage mode, returning the defective pump, and the steps to take upon receiving the replacement. The caller confirmed understanding and acknowledged all instructions, and a replacement pump was dispatched.